Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead a zoll representative went on site and observed the batteries were low and needed replacement. The batteries were replaced, the device was tested and passed. The batteries were scrapped onsite. Analysis for reports of this type has not identified an increase in trend.